Event description:
Customer alleged patient stepped on the pullout foot tray and was unable to stand on the foot try to sit. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model is an unknown recliner, serial number/date code and age of product are unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The patient is a (B)(6) male. The patient's preexisting medical condition is stated as multiple chronic disease processes and general weakness, the patient's stability and medication regimen are unknown. The patient's technique while using the device is unknown. The maintenance history of the device is unknown. The facility, (B)(6), stated that after an outpatient procedure, a patient stepped onto the pull-out foot tray of the recliner and was unable to stand on the foot tray to sit in the recliner during recovery. The patient was reported to be alert, aware and oriented. The patient was also wearing socks with grippers on the bottom. Patient was placed in a bed for recovery. It is unknown what caused the patient not to be able to sit in the recliner. No injury alleged.